Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that when patient presented for device change out due to normal elective replacement indicator (eri), insulation damage was noted on the lead. The lead was capped and replaced on (B)(6) 2019. The patient did not experience any adverse consequences.